Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 278017, expiration date 07/31/2012). (B)(4).

Event description:
Customer reportedly received results of 18.2 mmol/l on the mobile system and 7.6 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.